Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker battery had a significant drop in longevity. This device had 1.5 years remaining and went down to four months in a span of four months. A request was made to have the data from this device analyzed. Data analysis shows that this appears to be a case of a difference between the expected and actual battery performance and blending. There is an approximate 80 millivolts difference between the actual battery voltage and the expectation. In addition, the device is extrapolating out and appears to have one to two months of battery capacity in reserve for the elective replacement indicator (eri). Because the battery performance does not match model expectations, predictions are uncertain. Device replacement was recommended. To date, this device remains in service. No adverse patient effects were reported.